Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, b.3, b.5, d.1, d.2, d.4, d.6, d.7, g.1, g.3, g.5, h.4, h.6.

Event description:
Healthcare professional reported "mammary migration down" and "over softness." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device remains implanted.